Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine cutting balloon monorail was selected for use. During the procedure, a balloon ruptured upon second inflation at 8 atm after 30 seconds. The procedure was completed with a different device. There was no patient injury.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine cutting balloon monorail was selected for use. During the procedure, a balloon ruptured upon second inflation at 8 atm after 30 seconds. The procedure was completed with a different device. There was no patient injury. It was further reported that the issue was recognized as a pinhole rather than a torn appearance. The rupture was observed in the front portion of the balloon and the balloon was removed without issues. There was no problem with the patient's condition.